Manufacturer narrative:
Continuation of d10: dtma1d1 crtd; implanted: (B)(6) 2024; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they were experiencing some unusual symptoms after the implant of their cardiac resynchronization therapy defibrillator (crt-d). It was further reported that the patient was seen at the clinic. It was determined that the patient could feel and "see" their heart beating due to diaphragmatic stimulation from their left ventricular (lv) lead. Reprogramming was done and the lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was also reported by the patient "it's like I'm constantly feeling like a heartbeat and its strong enough to where it makes my shirt move. It's very uncomfortable and its constantly doing that. "